Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6),implanted: (B)(6) 2014,explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2014,explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 07-oct-2018, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 10-dec-2018, UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) reported that there was a connectivity issue. The rep stated that there was no issue with existing battery but when leads were placed into new battery 0,7, and 15 would not connect. Provider attempted multiple times to reseat leads. The hcp tried reseating, wiping leads, trying leads in opposite slots, trying lead with old battery, logging out of tablet and back in. The cause of the issue was unknown. The issue is ongoing at this time. No symptoms were reported. 2022-may-26 e1 (rep): additional information was received from the manufacturer representative. The electrodes are connected, they are now orange, but still reading with impedances over 30,000, but the pt is getting pain relief.